Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose of over 500 mg/dl about a few weeks ago. The customer did not have a specific date for the event. The customer's blood glucose at the time of the call was 160 mg/dl. The customer did not mention any symptoms or how they treated. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active during the high glucose event. The customer also reported having low glucose events for about a year with glucose in the range of 25-60 mg/dl. The customer would treat the low with carbohydrates. The customer also reported sensor issues with blood glucose versus sensor glucose. Customer also reported experiencing several seconds delay in button presses on the insulin pump. The insulin pump will not be returned for analysis.